Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found a stryker reprocessing label on the device. The reported condition was not confirmed. However an additional failure was found; the device was found to be reprocessed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified and no abnormal burn was observed. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications for device sealing. The investigation identified the root cause of the additional failure to be user error for subjecting the device to multiple uses or reprocessing. The instructions for use (IFU) warning states, this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an increasing labia redness as the vaginal hysterectomy operation progressed resulting in a burn with post-op pain and redness.